Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with the nose cone cracked. It was tested on the generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress. Due to this condition, it may lead for an error code 3 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device gave an error code 3, and then there was no function. Another device was used to complete the case with no patient consequence. No add'l info is available.